Event description:
It was reported that was very difficult to attach proximal and distal implants together, once together, unable to adjust further and unable to take apart. Surgeon states he will break toe if he has to push implants any harder than he tried to attach implants together. No patient injuries were reported.

Event description:
It was reported that was very difficult to attach proximal and distal implants together, once together, unable to adjust further and unable to take apart. Surgeon states he will break toe if he has to push implants any harder than he tried to attach implants together. The procedure was completed with a kwire. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One implant pack - hat trick pip fusion proximal phalanx 2.7mm, 10deg + middle phalanx 4.0mm product reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Instructions for use confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product performance or integrity include: other than intended procedure for product. Use of other than s&amp;n prep tools. Reuse of the single use drill. Shallow tap. Incorrect driver choice. Per instructions for use : ¿breakage of the implant can occur if the insertion site is not prepared with the recommended smith &amp; nephew k-wire drill size (1.6mm) and the appropriate-size smith &amp; nephew tap prior to implant insertion. The 1.6 mm drill tip wire is intended for single use only and must be disposed of after one procedure. Note: do not force the implant to be fully seated. If the implant will not seat using a two finger technique remove the implant with the driver and re-tap the hole. Proceed slowly and look for signs of stress risers along the cortical surface. Use only the appropriate smith &amp; nephew taps and implant drivers intended for use with the implants. Otherwise, the implants may not function properly.¿ no root cause related to the manufacture of this device was determined.